Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a bolus anomaly from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that she does not trust the pump with bolus wizard calculation. The customer will be sent a replacement pump.

Manufacturer narrative:
The bolus wizard functioning properly per bolus wizard sample. The insulin pump was tested with no bolus anomaly noted. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.